Event description:
The baxter sales representative received this report of a spontaneous case report from a (B)(6) physician of encapsulating peritoneal sclerosis in a (B)(6) male patient following administration of physioneal and extraneal. On an unreported date the patient started treatment with physioneal and extraneal for an unspecified indication. On an unreported date the patient reportedly developed encapsulating peritoneal sclerosis. It is unknown if the patient was hospitalized. It is unknown what labs or procedures were performed. It is unknown what treatment was required. The patient status is unknown. The reporter did not provide a statement regarding causality.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. The product code and lot number are unknown; therefore, a 510k number cannot be provided.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. The reported issue could not be confirmed and an assignable cause could not be determined.